Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The device shows wear marks as normal in this type of reusables devices. The upper jaw was found to be noticeably loose. The trigger was depressed and the jaw did not open and close, attributable to the disconnection with the locking mechanism. Based on the condition of the device a functional test could not be performed. However, due to the condition of the upper jaw the suture could have not been captured. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU inspect the suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear; jaws and teeth are aligned properly. Locking mechanisms fasten securely and close easily. It was determined that no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the sales rep in hungary that during an unspecified surgical procedure on an unknown date the expressew iii ac+ gun device stopped functioning. It failed to capture the suture. A fresh autocapture plate was used before the surgery. The expressew gun did not work then the surgeon completed the surgery with an alternate instrument which was lying in the ot. Another like device was used to complete the procedure. There was a fifteen minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.